Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1660 immediately after powering on. Per reporter, batteries were removed and reinserted after 15 seconds, process repeated and alarm persisted. No adverse patient effects were reported. Per reporter no additional information is available at this time.